Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned adapter noted no abnormalities. Functional testing found that the adapter was connected to the gen2 acc software, and the strain gauge was responsive. It had 47 of 50 procedures remaining. The adapter was connected to an rpa clamshell and an rpa signia handle, and the device calibrated correctly. An rpa reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload could be rotated and articulated in all directions without hang ups or sluggishness and was fired without any issues. No unexpected articulations or rotations occurred during firing. After firing, the adapter was reconnected to the gen2 acc software, and no new errors appeared. It was reported that there was uncontrolled articulation and uncontrolled rotation. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of uart error that has no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial # (B)(6)); sigpshell, sig power sigpshell control shell, (lot # unknown); egia45amt, egia45amt egia 45 artic med thick sulu, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a gastrectomy, after transecting the stomach over the lower part of esophagus, the device made a little swerving movement when opening the loading unit and retracting the knife. The device articulated sideways and made a spinning movement. The stapler was returned to the sterile nurse, then suddenly, there was excessive bleeding in a small vessel of the aorta or vein cava. The surgeon did compression over the bleeding until the vascular surgeon stopped the bleeding by suturing. The patient had a heart flutter followed by a heart attack.  The patient died.